Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. Piece of back plate haptic tore off while inserting into the eye. The incision was not enlarged and no suture was used. No pt injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4).